Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer contacted technical support (ts) stating that unit's charging led does not work. The customer reported there was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 16apr2019, date of report : 24sep2019. The customer reports that battery failure persists after replacing the power management board. The customer discovered the unit began to operate correctly when the connector to the battery was compressed. The failure reappears when the tension on the connector is relieved. Product support recommended replacing the power harness. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.